Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 500 mg/dl. Customer had symptom of vomiting and not walking well. Customer was hospitalized due to high blood glucose. Customer was hospitalized for five days and was in the intensive care unit for two days. Customer removed insulin pump upon arrival to the emergency room due to insulin pump empty. Customer reported that someone in the hospital removed battery from insulin pump and customer requested assistance with resetting time and date. Customer received assistance.